Manufacturer narrative:
Investigation pending.

Event description:
On (B)(4) 2017, a urine sample was collected from the patient at 11:00am and a consult hcg urine cassette produced a negative hcg result. On (B)(6) 2017, a serum sample was collected from the patient at a different office and produced a quantitative hcg result of 391.1 miu/ml. During troubleshooting, the customer stated controls were never performed on the box or lot of cassettes. The customer was advised of the sensitivity, limitations, and the proper control use per the package insert.

Manufacturer narrative:
Investigation conclusion: the customer's observation was not replicated in-house with retention and return products. Retention and return products were tested with hcg qc cut-off standard and middle positive standard. All devices showed positive results at read time and met qc specifications. No false negative results were obtained during in-house testing. Manufacturing batch record review did not uncover any abnormalities. The serum quant for the patient was reported as 391.1miu/ml. A dilute urine sample may make the hcg quant level much less than the serum levels which may lead to false results. Some patients may test negative early in pregnancy if the urine hcg is below the cut-off of 20 miu/ml. It is recommended that if pregnancy is suspected, a first morning urine specimen should be collected 48 hours later and tested. Based on the information available, there is no indication of a product deficiency and no corrective action is required.